Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported adhesive separation and dislodged cannula, or to determine if any product condition could have contributed to the reported skin irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that while the child was playing, the pod separated from the adhesive and fell off, while the adhesive remained adhered to the skin on the thigh. The pod had been worn for approximately 22 hours at the time of the event. As a result, the patient¿s blood glucose level increased to approximately 19.3 mmol/l (347 mg/dl). A small amount of clear discharge and redness was noted at the infusion site shortly after detachment. The skin reportedly appeared normal by the following morning. A new pod was applied and the patient successfully resumed therapy.